Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-02324. It was reported that the patient presented in the hospital for follow up. Interrogation of the patient's device revealed that the left ventricular lead was not capturing. The lead was explanted, and during the procedure, the atrial lead was dislodged and explanted as well. Both leads were replaced. The patient was in stable condition.